Manufacturer narrative:
The device lot number is not available; therefore, a review of the manufacturing records cannot be performed. Literature citation: yalcin y, et.al. Transcatheter device closure of a residual postmyocardial infarction ventricular septal defect. Turkish society of cardiology 2011;39(6):491-494.

Event description:
This information was received through literature article "transcatheter device closure of a residual postmyocardial infarction ventricular septal defect" published in turkish society of cardiology, february 21, 2011. The article reports a pt suffered an acute ventricular septal rupture following myocardial infarction. The pt underwent surgical ventricular septal defect (vsd) closure with a "gore-tex patch". Intraoperative imaging showed no residual shunt; however, the pt's condition remained labile, and two days post-procedure, imaging confirmed a residual shunt. The pt's condition deteriorated over time and echocardiographic imaging showed enlargement of the residual defect. Twenty-one days post-procedure, the pt underwent transcatheter vsd closure.